Manufacturer narrative:
(B)(4). Date of death: (B)(6). Implant date: unknown date, 2011. Concomitant medical products: nkii tibial plate, catalog #: 630701210, lot #: 61638448, nkii custom porous femoral, catalog #: 621200021, lot #: 61578861, palacos cement, catalog #: 66017775, lot #: 71995220. Report source - foreign: this event occurred in (B)(6). Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this report, please see associated reports: 0001822565-2018-07078, 0001822565-2018-07080, 0001822565-2018-07079. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent a knee arthroplasty procedure and subsequently experienced infection. The patient expired five years post-implantation; however, this is not related to the implant based on available information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was reviewed with no deviations identified. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level. Therefore, it is highly unlikely that the specified device caused any patient infection. Per the natural-knee ii system package insert, infection is a known potential adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.